Event description:
The consumer alleges the chair took off by itself and ran into a wall, causing the consumer to fall out of the chair and bruise her leg. No serious injury is alleged.

Manufacturer narrative:
No serious injury reported. User alleges the chair moved on its own into a wall causing the user to fall out of their chair. The user's dealer serviced the chair and replaced a damaged footrest and joystick. It's unclear if chair is programmed for a latched mode operation. Nature of complaint would suggest an inadvertent contact of the joystick. MDR filed as a conservative measure.